Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s mother stated the patient was admitted to the hospital for diabetic ketoacidosis (dka), was treated with a dextrose and insulin infusion and released the next day. The sensor had been inserted the day before her hospitalization. The mother stated that the cgm displayed high, the patient was treated with insulin, then the cgm value was 100; however, the patient¿s bg was high (value not provided) and the cgm showed her blood glucose was in range (value not provided). It was unclear why the patient was taken to the hospital, but she had complained of stomach pain prior to going to the hospital. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.